Manufacturer narrative:
The reported event of wire got stuck inside the lead and caused an insulation breach was confirmed. A complete lead was returned in one piece. Visual examination found the ptfe coating of the guidewire bunched up inside the inner coil, the outer insulation cut, and the inner coil damaged at the proximal region consistent with procedural damage. The cause of the reported events was due to bunched up ptfe coating of the guidewire inside the inner coil that prevented the removal of the guidewire.

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) pacemaker implant procedure. During the procedure, when the physician attempted to advance the guidewire in left ventricular (lv) lead, the guidewire failed to advance and caused an insulation breach. The lv lead was not used and replaced. No patient consequences were reported.

Manufacturer narrative:
Correction: section b5 "the guidewire became stuck" should have been included instead of "the guidewire failed to advance" in the initial b5. Section h6. Medical device problem code should have been "separation failure" instead of "failure to advance".

Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) pacemaker implant procedure. During the procedure, when the physician attempted to advance the guidewire in left ventricular (lv) lead, the guidewire became stuck and caused an insulation breach. The lv lead was not used and replaced. No patient consequences were reported. New information received notes that the insulation breach was confirmed visually.